Event description:
In 2008, the customer forwarded a copy of medwatch report which reported "pt with hemiplegia and respiratory failure had blue rhino bedside tracheostomy on the previous month. The tube (actual cannula airway) separated from the wafer causing it to be free-floating. Replaced on fifteen days prior to original date. " the customer was then contacted for add'l info and stated the 8perc tracheostomy tube was part of a blue rhino set. During the initial insertion of the tube, they experienced a tube/hub separation. The tube was left in place for a couple of days to allow for development of a stoma.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted. Note: a copy of voluntary report is attached to this two page MFR's report for reference.